Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an inappropriate shock for oversensing. The physician decided to reprogram the device from primary to secondary vector. Technical services (ts) reviewed the device data and discussed troubleshooting suggestions. The s-ICD remains in service. No additional adverse patient effects were reported.